Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. Arteriotomy was noted as 7.4mm, 15% calcification present above and below access, 10% present on the posterior walls, with minimal tortuosity present. Deployment depth measurement of 6.5 + 1. Micropuncture and ultrasound were utilized to access the mid common femoral artery. No issues were experienced advancing or withdrawing the procedural sheaths; and following deployment, hemostasis was immediate. A post angiogram indicated flow disruption in the common femoral artery at the anchor location. The anchor was wedged, and the collagen was intravascular. It was also revealed there was a small branch that jutted off the main cfa and the manta anchor got caught in it. The patient was transferred to the vascular or for a cut down and the manta device was explanted. The root cause of the interrupted flow is due to the low position of the access in addition to a side branch vessel positioned at the site of access, as seen in the angiograms submitted, which interrupted the proper positioning for the manta anchor. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician performed tavr, and the fellow closed with manta. Upon closure immediate hemostasis was achieved. The post angiogram showed partial occlusion of the common femoral by the manta foot plate. There was a small branch that came off of the vessel, and the footplate got caught in it. The patient was taken to vascular or for cut down and removal of device. Additional information received on 14aug2021: during a tavr heart valve placement, ultrasound and micro puncture single access was obtained. Access was in the right cfa and located at mid common femoral head. Right cfa vessel size measured at 7.4mm and had calcium above and below the site with very little tortuosity. Manta depth was measured at 6.5 + 1 = 7.5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was in the 150mmhg, act was less than 250. Post imaging showed flow disruption to the common femoral, with wedged footplate and collagen intravascular. The next day report was that the patient was resting comfortably and doing well.